Manufacturer narrative:
It was reported that we received a complaint about five mislabeled chisel. The instrument was are labelled with 6 instead of 10. The failure was noticed preoperatively, since all product were provided in the unopened packaging. Five uncontaminated chisels are available for investigation. According to the available information, there were no negative consequences for the patient. The instruments are new and originals sealed, but are labelled with "6" instead of "10". No other deviation can be found. The employees at the production plant confirmed the faulty labelling. The affected labeling is applied manually and can be traced back to a human error. The employees have already been trained. The device quality manufacturing history records have been checked for the available lot numbers and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Based on the information available as well as a result of our investigation the root causes of the failure is related to a manufacturing error. Exemption number: e2014018.

Event description:
It was reported that we received a complaint about five mislabeled chisel. The instrument was are labelled with 6 instead of 10. The failure was noticed preoperatively, since all product were provided in the unopened packaging. Five uncontaminated chisels are available for investigation. According to the available information, there were no negative consequences for the patient.